Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had ¿previous overdischarges.¿ no further information was provided. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient had reported multiple attempts to jump start her ins prior to her replacement surgery. It was noted that the patient had reported these attempts at the time of replacement and that her ins was replaced at that time as planned. No further complications were reported or anticipated. For information regarding the replacement of the ins, please see manufacturer report number 3004209178-2017-11896.